Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 48 mg/dl. The customer's blood glucose was 124 mg/dl at the time of call. The customer also experienced 70 mg/dl blood glucose. The customer stated that they treated the low blood glucose with juice. The customer stated that auto mode was in use. The insulin pump will not be returned for analysis.